Manufacturer narrative:
A review of returned sample device was performed. A functional test found that the hub allowed leakage through a crack, confirming the customer's complaint. Based on the physical examination, the most likely cause of the crack was excessive tensile force being applied to the hub, possibly during use. Since the root cause cannot be determined as a design or manufacturing issue, a corrective action will not be taken at this time.

Manufacturer narrative:
Sample device returned from customer on (B)(6) 2020 and sent out for sterilization. Investigation is ongoing. A follow-up report with additional information will be provided by 3/6/2020.

Event description:
Cracked hub requiring the insertion of a new PICC line. Lot numbers 11250920, 11259888 and 112647 involved, only 1 sample known to be of ln 11250920 and identified as such.